Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial final report. G2: foreign: japan e1: telephone: (B)(6). Only the battery pack was returned for evaluation. Visual examination of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the device didn't spray at all. There was no patient involvement. At evaluation it was noted that the device had leaked electrolyte. Due diligence is complete and no additional information is available.